Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation and swelling are physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Health professional reported event after injection with 2 syringes of juvederm voluma xc in the cheeks patient developed inflammation and swelling at the injection sites. Twenty days after injection "treatment was provided; patient was also treated with an injection of kenalog approximately one week after initial unspecified "treatment". Symptoms are ongoing.